Event description:
It was reported that multiple intermittent occlusion alarms occurred. On (B)(6) 2026, the customer's blood glucose (bg) level displayed as "high." A manual insulin injection was administered to address bg level. On (B)(6) 2026, the customer's bg increased to 508 mg/dl with an unspecified ketones level. As a result, the customer went to the emergency room on same day and received intravenous treatment. Reportedly, the customer was released from the emergency room on (B)(6) 2026 with the issue resolved and no permanent damage. Ultimately, the pump was replaced and the customer reverted to an alternate method of insulin therapy.